Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29, serial/lot #: (B)(4), ubd: 11-apr-2021, UDI#: (B)(4); product ID: evolutpro-29, serial/lot #: (B)(4), ubd: 11-apr-2021, UDI#: (B)(4); product ID: envpro-16, serial/lot #: (B)(4), ubd: 18-jun-2022, UDI#: (B)(4). Product analysis: the valves (serial/lot #: (B)(4)) remain implanted and the dcs' (serial/lot #: (B)(4)) were discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via the left subclavian approach, the valve was deployed at a good depth of 6 mm. Upon final release, the valve dislodged due to the paddle not being fully released from the paddle pocket. The valve moved upwards toward the sinotubular junction (stj) but did not cause a coronary obstruction. The valve was attempted to be snared with a gooseneck snare to stabilize the valve, but the attempt was unsuccessful. It was decided to advance a second valve through the first valve. The positioning of the second valve was too deep on the first attempt. The patient became hemodynamically unstable with no output. The valve was deployed quickly in a good position. Cardiopulmonary resuscitation (CPR) was commenced for three minutes and the patient responded with good blood pressure output. The final check showed a good position with mild aortic regurgitation (ar). The patient was reported to be stable the following morning. No additional adverse patient effects were reported.